Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery occurred on (B)(6) 2012. The revision surgery was due to the components becoming loose. During the revision, the omni inset, locking bolt and tibial tray were revised. The 2 x 10mm insert was removed and replaced with a 2 x 14mm insert, and the size 3 standard tibial tray was revised to a size 3 modular tibia tray. In addition, a modular stem, two tibial augments, a bolt and a peg were implanted at the time of the revision.